Manufacturer narrative:
Batch review performed on 15 january 2019: lot 157035: (B)(4) items manufactured and released on 25 february 2016. Expiration date: 2021-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-sphere tibial insert fixed sphere flex size 2/12 mm r reference 02.12.0212fr (k121416): lot 157035: (B)(4) items manufactured and released on 25 february 2016 . Expiration date: 2021-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on january 17, 2019 by medical affairs director partial revision in cemented tkr 2.5 years after primary implantation. The replacement involved the tibial component and was attributed to loosening. Aseptic loosening is a possible adverse event following tkr, described in literature. The information corroborating this case does not allow any other conclusion to be drawn.

Event description:
About 2 years and a half after primary the surgeon revised the tibial tray, the insert and resurfaced the patella. A 65mm cementless extension stem and two size 2 tibial augments were also implanted and the surgery was completed successfully.